Manufacturer narrative:
Event date is approximate (month and year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that in september of 2019, they were in an auto accident and ever since, their therapy had not worked right. They did not feel stimulation no matter what they set it at, and their symptoms had returned; they had to pee constantly, and were going through 12-14 pads a day. They could not stand up as they had no control. They told the urologist about the issue, who checked the device via x-ray and told them it was in position and did not believe them that it did not work. The patient had moved since then and did not have a new managing doctor, and did not know what to do. They were sent physician listings and redirected to follow up with a healthcare provider to discuss their symptoms and to have the device checked.